Event description:
The patient was post cardiorespiratory arrest and the physician opted to initiate induced hypothermia with an internal cooling, coolgard 3000, system. The physician placed the cooling catheter using proper technique and ultrasound guidance. An 18 gauge needle was placed in the left groin femoral vein. A guidewire passed easily through the catheter. The cooling catheter was then inserted into the vessel over the guidewire. The catheter was sutured in place at 20 cm. All ports flushed easily except for the brown-colored port which was somewhat positional. The coolgard 3000 was powered up and initiated per outlined procedure and approximately two hours after the cooling process had begun, the nurse noted that the patient's temperature remained at 34.6 c. The patient's admission temperature (four hours prior) was 34.7 c. The nurse notified the physician. Despite the tubing from the coolgard unit to the catheter feeling cold, the patient's temperature did not drop. The patient was not cooling as is normal. The coolgard unit appeared to be operating fine. The physician removed the cooling catheter. The plastic on the catheter which normally is evident to have had fluid going through by "wrinkling" was not noticed upon removal.the physician inserted a new cooling catheter and used the right femoral vein instead of left. The catheter insertion went smoothly and there was good blood return. Again, the patient's temperature did not drop as expected. The physician requested that the patient be externally cooled with ice packs to cool patient to the target temperature of 32 c. Approximately five hours later, the patient's temperature was at 32 c and maintained with external ice packs. It is the impression of the physician and nursing that the cooling catheters did not perform as intended.